Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they received the failed battery test, battery out limit and weak battery alarms. Customer's blood glucose level was 231 mg/dl. The customer declined the troubleshooting. The device will not be returned for the analysis.